Event description:
Patient was implanted with an elevate on (B)(6)2008. On (B)(6)2009, the physician reported recurrent prolapse. Severity is mild. Information indicates event is related to the device and procedure. Additional information received on 6/23/2010 indicates this patient had two surgeries: colpectomy and perineoplasty, dates are unknown. Event is continuing.

Manufacturer narrative:
The occurrence of the event is included in the adverse event section of the device labeling. The frequency for this event is not greater than its usual. Device history review. No similar complaints received. Device was not explanted. Unable to determine if there was a device malfunction based on information provided.